Event description:
The provider stated the end user was sitting on the shower chair when the back right leg collapsed under causing the end user to fall. No injuries reported. The provider does have a date code for this item (B)(4).